Manufacturer narrative:
Concomitant product: product ID: 694965, lead, implanted: (B)(6) 2007. Product ID: 419488, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead and the left ventricular (lv) lead exhibited noise and pacing inhibition. It was noted the high voltage defib lead was connected to the lv port. It was also observed on transmission that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained episodes and oversensing sensing integrity counter (sic). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.